Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the ball tip on the end of a flexible shaft w/cir connector was noticed to be missing, for which the reamer heads do not fixate. The tip was broken off from the device. No pieces fell inside the patient. Surgery was finished without any delay, with a smith and nephew backup device. No harm to the patient nor further complications were reported.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection of the returned device did not confirm the stated failure. The device is not broken. The visual inspection of the returned device did confirm the tip has burrs and gouges, which would cause the device not to connect with a mating device. The device shows signs of significant wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.